Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass, during setup, the shunt sensor leaked. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual sample and the investigation was completed on (B)(6) 2012. Upon eval of the device the complaint was confirmed. The unit was pressurized and found to leak at the thermowell. It is most likely that the unit did not receive enough adhesive at the thermowell, or the technique used to apply the adhesive did not allow for optimal dispersion. The unit was cured enough to pass a leak test, but was likely compromised by excessive forces during shipping and handling. The completed investigation and additional info deemed this MDR reportable on (B)(6) 2012. (B)(4).